Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and found that the batteries of the table were severely low. The 4085 surgical table has an indicator that appears on the hand control display screen that indicates how charged the batteries are. The 4085 surgical table operator manual (4-5) states: "if table is to be operated on battery power, note the following: batteries require recharging on a periodic basis depending on frequency of table usage. Low or discharged battery conditions are indicated by half filled or empty battery icon on the hand control and some or all green diode bars on power panel led display are off." Additionally, the 4085 surgical table operator manual (4-6) states: "lead acid batteries last longer if not fully discharged. Therefore, to obtain the longest life and capacity from your steris 4085 general surgical table batteries, always connect ac power cord to table base and plug into an appropriate ac receptible as often as possible and as long as possible, with the main power switch set to on." When the hand control did not respond to commands, the user facility should have utilized the 4085 surgical table auxiliary control system. The 4085 surgical table operator manual (4-7) states: "backup (override) control system: the steris 4085 general surgical table is equipped with an auxiliary control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal and override hand control are located on the right side of the table base behind a cover panel and are used for table movements." The root cause of the reported event can be attributed to the low battery charge. The technician plugged the table into an outlet and instructed the facility to keep the table plugged in for 24 hours to allow the batteries to fully recharge. The technician also recalibrated the table, tested the unit and found it to be operating according to specification and returned the table to service. The 4085 surgical table was installed in (B)(6) 2013 and is not under steris service agreement for maintenance activities. A steris account manager will offer in-service training on the proper use and operation of the 4085 surgical table specifically, re-charging the batteries and the use of the auxiliary override controls. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the 4085 surgical table was not responding to hand control commands. No injury or procedure delay was reported. The procedure was completed successfully.